Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) was 51 mg/dl; cause was not known. Customer consumed carbohydrates to address low bg. No pump supply issues were identified and pump was functioning properly. Recommendation was made for customer to discuss event with their healthcare provider. Customer continued to use pump for insulin therapy.